Manufacturer narrative:
Based on the available info, this event is being reported as a serious injury. A review of the batch record and retain eval could not be performed without a lot number. A review of the complaint trend for the previous 12 months was performed and (B)(4) complaints were identified for this device. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. The MFR of the product was notified for their awareness and monitoring. We will continue to monitor the issue. Based on the investigation conducted, this complaint cannot be confirmed. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site, thus both potential mfg site numbers are listed below.

Event description:
It was reported the device was inserted (B)(6) 2012, for a pt with liquid stools. The admitting diagnosis was a pelvic fracture. On (B)(6) 2012, the pt was noted to have perianal ulcerations. No prior perianal abnormalities or bleeding was noted. No procedures were performed such as colonoscopy. No add'l fluid was added to the balloon. No increase in length of stay. It was reported as of (B)(6) 2012, all ulcerations were healed except one small area. The device was removed from the pt.